Manufacturer narrative:
Correction: section b1 and section h6 have been corrected to what they should have been in the initial report.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of implant is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that during an unrelated ipg replacement procedure on (B)(6) 2023, it was noted that the patient's lead was broken. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced.